Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt fell off the couch, dislocating his shoulder. Under further exam and while trying to reduce the shoulder the doctor realized the poly implant had disassociated from the stem. The pt was revised.